Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information was requested but has not been provided. Event occurred in the bone marrow transplant unit. Concomitant medical products: 1000 ml bag. Baxter jb064, partial lot "w8"; micafungin - 100 ml bag in dextrose: calcium gluconate 23 mmol, 50 ml. (Possible non-bd set); baxter 500 ml bag of nacl 0.9% exp "19". Jb1323. Partial lot "w81." Td (B)(6) 2018.

Event description:
The customer reported that an over infusion of micafungin (100mg/ 100ml) occurred on the bone marrow transplant unit. The infusion was started at 12:45 at 110 ml to be infused over one hour. Approximately 15-30 mins later the medication bag was empty. The pump displayed the expected rate and vtbi, however the bag and some of the secondary tubing was empty. The primary drip chamber looked fuller than normal. The nurse removed micafungin bag and connected another medication bag. The secondary drip chamber appeared to be dripping faster than expected. The nurse then raised the height of both the primary and secondary and this appeared to correct the fast drip rate. Also infusing at the time of the event were tacrolimus and d10w. No patient harm was reported. Biomed took photos of the sets and modules. A note on the left module indicated that infusion was connected to tpn at the y site.

Manufacturer narrative:
The customer report of an over infusion of micafungin (100mg/ 100ml) occurring on the bone marrow transplant unit was not confirmed. Physical inspection showed no anomalies. The pcu error log recorded no errors or malfunctions on the reported incident date on (B)(6) 2018. The first infusion of micafungin that was started on (B)(6) 2018 at 12:44 and should have taken 1 hour to infuse. Twenty-four minutes later the vtbi was reduced to 2, with the rate still at 110ml/h, it finished the infusion slightly over 1 minute later. Testing performed found the device operating within specifications. During testing there were no observations of unregulated flow. Testing performed on the received administration sets found them operating within specifications. During testing the sets all passed a pressure test and the two sets that had check valves passed testing completed to ensure the valves were working properly. The root cause of the customer¿s complaint was not identified.

Event description:
The customer reported that an over infusion of micafungin (100mg/ 100ml) occurred on the bone marrow transplant unit. The infusion was started at 12:45 at 110 ml to be infused over one hour. Approximately 15-30 mins later the medication bag was empty. The pump displayed the expected rate and vtbi, however the bag and some of the secondary tubing was empty. The primary drip chamber looked fuller than normal. The primary infusion was nacl 0.9% with rate at 15ml/hr and vtbi of 500ml. The nurse removed the micafungin bag and connected another medication bag. The secondary drip chamber appeared to be dripping faster than expected. The nurse then raised the height of both the primary and secondary and this appeared to correct the fast drip rate. The pump continued to be used following the incident. At least 7 additional medications (including tacrolimus, calcium gluconate and tpn) were infused after the event between nov. 18, 2018 at 13:15 to (B)(6) 2018 at 17:25. The last secondary infusion drug was calcium gluconate. No patient harm was reported. When the unit manager became aware of the micafungin over-infusion, all medication bags and sets were removed from the pump and put into a bag and sent to the biomedical engineering department. Biomed set up the products received and took photos of the sets and modules for their evaluation.